Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual analysis did not reveal any anomalies with the exception of damages that are consistent with procedure damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a loss of capture and sensing was noted on the left ventricular (lv) lead due to dislodgement. The lead was explanted and replaced, and the patient was stable with no adverse consequences.